Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display while changing the battery. Customer was advised to remove battery and insert battery alarm did not display on insulin pump screen. Customer stated that the contacts on the battery cap were neither missing nor damaged and battery compartment was neither damaged nor corroded. Customer was advised to insert new battery and display did not return after insulin pump restart. Customer stated that the insulin pump was neither bumped nor exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.